Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, pump was not alarming for occlusions or alerting for high/low blood glucose (bg) levels as intended, and touchscreen was unresponsive. Additionally, it was reported that the customer experienced a low bg level that resulted in a seizure, though exact bg value was not provided. No further information was obtained as customer declined troubleshooting with tandem technical support.